Event description:
A malfunction was reported on the pump, specifically displaying malfunction code malf 16 prior to any notable events. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. As a corrective action, the customer contacted support, and it was decided to replace the pump, with customer technical support sending a replacement unit. The customer was informed about the need to store the faulty pump properly before returning it to avoid charges and was provided with instructions to program settings into the new pump and connect it to their cgm. Customer will use a backup insulin pump for insulin therapy.